Event description:
On (B)(6)2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that moisture ingress was evident behind the ir window and the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2014 with the following findings: during testing, the display was found to be dim and discolored. The pump case was removed and no moisture was found inside the pump.